Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the insulation of the right ventricular lead was cracked. No interventions were performed. The patient was in stable condition.